Event description:
The customer contacted physio-control to report that the on/off button on their device would only work intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): the biomedical engineer at the customer's facility confirmed that he verified the reported failure. The biomedical engineer replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was placed back into service for use.the cause of the reported issue was the main keypad assembly.